Event description:
A zoll distributor returned a monitor indicating that it would not securely latch with a test electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not securely latch with test belt) has been confirmed. As received, the monitor belt connector hardware was missing. The cause of the inability to securely latch an electrode belt is the missing connector hardware. The root cause of the missing connector hardware cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged connector.